Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device will not be returned and therefore the cause of the reported issue can not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The nurse further reported, the suspect device will not be sent in at this time. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the nurse at the user facility that the evis exera iii video system processor is "not displaying image on the display when the scope is connected to it" which occurred during an unspecified event. No patient injury or harm was reported.